Event description:
It was reported the pt was experiencing heating at the ipg pocket site while recharging. The pt also reported slower communication between the charging system and the ipg. A new charging system was issued to the pt. It was later reported the scs system was explanted on (B)(6) 2011 due to infection (ref MFR report: 1627487-2011-08209).

Manufacturer narrative:
Add'l correction removal reporting#: 1627487-12192011-001-c. This ipg serial number is included in a field advisory. This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.